Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: unexplained "por" event observed in bb following a "rewind" attempt after a replace cartridge alarm on (B)(4) 2016. The battery and cartridge were changed during "por" event. A cs054 sleep error was also observed in bb immediately following a cs 064 motor error on complaint date. Evidence of moisture behind display lens. Pump powers with returned battery cap to "sleep" error, a audible tone, vibration alert and a blank display upon battery insertion. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Audio bolus button cover is torn and missing white slug. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture contamination throughout inside of pump. A blank display/sleep error due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.